Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an unrelated surgery, patient was unable to connect to their ipg. Patient confirmed that they had turned their ipg off but did not place ipg in surgery mode. In turn, surgical intervention may take place to address the issue.